Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller did not display numbers when trying to assess the patient's ventricular assist device (vad) parameters. The screen lit up but was blank. The patient's numbers were able to be seen on the heartmate touch. The patient noted that their controller felt very hot at night. A controller exchange was planned. Log files were sent for review and the event log captured persistent pulsatility index (pi) events throughout the log with nothing notable from an alarm standpoint. It seemed like the liquid crystal display (lcd) screen had failed and was blank although it was still backlit. The controller temperature was in a normal range of 30 degrees celsius. Additional information received stated that the reason for the controller feeling hot was the method of housing it. The controller was exchanged. There was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a blank display and overheating was not confirmed nor reproduced. A review of the submitted controller event log file (020722) spanned approximately 3 hours ((B)(6) 2025 from 09:31:09 ¿ 12:54:35 per time stamp). The controller¿s internal temperature ranged from 30 - 36 degrees celsius, while operating the pump. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the submitted controller periodic log file (020722) spanned approximately 43 days at 4-hour intervals (B)(6) 2025 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was returned for analysis and was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Temperature testing was performed on the controller during mock loop testing. A temperature sensor, t1, was placed on the liquid crystal display (lcd) of the controller and t2 was placed on the back battery cover. The temperature of the controller remained within specification during testing. There were never any issues with the display of the controller. The heartmate 3 instructions for use explains that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Additional information provided stated that the reason for the controller feeling hot was the method of housing it. A root cause for the reported blank display was not conclusively determined through this analysis. Per the additional information, the root cause for the controller overheating was the method of housing it. Incidental findings: worn out black power cable jacket and driveline power fault due to a damaged fuse. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.